Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02250. It was reported that one of the patient's leads migrated and the other lead fractured. As a result, surgical intervention occurred wherein the leads were explanted and replaced and repositioned to address the issue. Reportedly, therapy was restored post operatively.